Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) as received, monitor passed incoming functionality testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon review of the download data, a monophasic pulse of 112j was confirmed to have occurred during testing at the distributor. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A real-time review PMA supplement for a design change to address this issue was approved by the FDA on 11/06/2015 no adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it delivered a monophasic pulse during testing.